Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that despite delivering correction boluses, the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 570 mg/dl while wearing the pod longer than 48 hours. At the hospital, the pod was removed and patient was treated with humalog insulin injections, and given prescriptions listed below. The patient was released the following day. The patient was prescribed the following medications: (B)(6).